Event description:
It was reported to conmed that, "surgeon stated that when he attempted to fire a clip from the 530 that multiple incomplete clips discharged from the device. Unknown if all clips were retrieved. Unknown lot due to device being discarded. No product for return." It was also reported that there was no patient injury.

Manufacturer narrative:
This report is being submitted due to the possibility of a unretrieved device fragment (unformed titanium clips). The device has been discarded by the end-user, and an evaluation of the suspect device is not possible. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. Device discarded by end-user.